Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips loaded, were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. The applied medical IFU (instructions for use) states, ?prior to ligating, inspect the device to ensure that the clip is fully advanced in the jaws?; however, engineering was unable to replicate your experience of a clip not loading. This document represents our final report.

Event description:
Lap chole - "surgeon was clipping cystic duct when clip applier jaws cut the cystic duct when no clip was in jaws."patient status - "normal"

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.